Manufacturer narrative:
Block d2b: additional pro codes, nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: 5003418, UDI: (B)(4).

Event description:
It was reported that during the second stage of the deep brain stimulation (dbs) implant procedure, the physician encountered difficulties removing lead extension from the lead and opted to cut the implanted lead. The physician assessed there was no malfunction with the lead however was with the lead extension, see MFR. Report 2124215-2025-39653. The patient underwent a procedure wherein the damaged lead was replaced with another of the same model. Analysis of the lead was not performed as it was retained by the facility. The patient did well post-operatively.

Manufacturer narrative:
Analysis of the returned vercise cartesia lead visual inspection revealed the lead proximal array contact number eight has a set screw mark causing deformation to that contact. This type of damage is a result by the set screw being tightened prior to properly inserting lead into lead extension resulting in inability to separate devices. Additionally, only the proximal portion of the cut lead was returned, this type of damage is a result of typical explant removal and is not considered a failure. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states visually check that the dbs lead electrodes are aligned with the lead extension contacts. With all the available information, boston scientific concludes the inability to remove lead from lead extension reported event was confirmed. IFU indicates user to ensure the lead be fully inserted into lead extension connector before tightening the set screw. Therefore, engineers concluded the probable cause selected is unintended use error caused or contributed to the event. Section b5 describe event or problem and section e1 initial reporter email updated.

Event description:
It was reported that during the second stage of the deep brain stimulation (dbs) implant procedure, the physician encountered difficulties removing lead extension from the lead and opted to cut the implanted lead. The physician assessed there was no malfunction with the lead however was with the lead extension, see MFR. Report 2124215-2025-39653. The patient underwent a procedure wherein the damaged lead was replaced with another of the same model. Analysis of the lead was not performed as it was retained by the facility. The patient did well post-operatively. Information received confirmed that a portion of the dbs lead device was received by boston scientific.

Event description:
It was reported that during the second stage of the deep brain stimulation (dbs) implant procedure, the physician encountered difficulties removing lead extension from the lead and opted to cut the implanted lead. The physician assessed there was no malfunction with the lead however was with the lead extension, see MFR. Report 2124215-2025-39653. The patient underwent a procedure wherein the damaged lead was replaced with another of the same model. Analysis of the lead was not performed as it was retained by the facility. The patient did well post-operatively. Information received confirmed the dbs lead device was received by boston scientific.

Manufacturer narrative:
Correction to field/s d4: lot number, serial number, UDI number. Correction to field d6a: implant date. Correction to field b5: describe event or problem.